Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with a size brand and experienced postoperative left-sided asymmetry and right-sided deformity. The patient stated that tissue is thinning on the right breast and on the left implant is sitting higher than it once was. The patient also stated that an upper body scan was performed previously but the results came back all normal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.